Manufacturer narrative:
No unexpected low battery alarm was noted. Detailed trace analysis did not confirm the low battery alarm was triggered. Backup battery unloaded voltage did not drop below 3.7 v for consecutive 240 minutes. The insulin pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed low battery in less than one week. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.